Event description:
Pt was diagnosed with a nonhealing fracture of the foot. Md ordered crutches and splint. Rptr did not believe there was a fracture because pain subsided within a few days but md ordered a bone stimulator. Device was delivered and though rptr thought it would be rented it had to be bought and rptr was told it was covered by insurance. Device was used 4-5 times but there was no heat, vibration, indicator light or anything to show it was working. Insurance was charged 3900 dollars, 500 of which rtpr must pay. Rptr feels that it did not work. Pt is back to normal activity after using device only 4-5 times when pt was supposed to use it 30 minutes a day for 90 days which is how the device is preset. After the 90 days the device is no longer usable. It is plastic with foam and is to be disposed of after the 90 days. Rptr is concerned that pts are being charged for a device that does not work.